Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of non sustained right ventricular over-sensing showing a potential loss of capture not picked up by the implantable cardioverter defibrillator was observed. Ventricular pacing evoked no response and an intrinsic qrs was sensed on the v sense amp channel and discrimination channel. Programming changes to capture thresholds and output was recommended.